Event description:
It was reported by the surgeon that approximately 8 months ago the patient underwent surgery for an asymmetric interforaminal disc herniation with mild scoliosis. Procedure was a tlif with peek rods and peek interbody device implanted at l4-5. 2 months post-op, the patient reportedly stepped awkwardly out of a truck and had sudden leg pain. Plain film noted the interbody device migrated. A second procedure was performed where the surgeon re-exposed the site and re-adjusted the cage forward and compressed the screws to secure it in place.

Manufacturer narrative:
(B)(4) - (revision surgery). The device or applicable imaging studies have not been returned to medtronic for evaluation. Unable to determine cause of the reported event.